Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/5/2021. Additional h6 component code: g07002 - device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. The following information was requested but unavailable: the patient demographic info: weight, bmi at the time of index procedure name of the index surgical procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the patient¿s wound re-sutured after removal of suture on october 17? What was the appearance of the suture on october 17? Was medical intervention provided to the patient, i.e., medications? If yes, please describe. Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event was there any alleged deficiency with the ethicon device? What is the patient¿s current status? Reported lot em4ac is expired. Please clarify if this is the lot number involved this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The manufacturing date is 12/14/2012 and expiration date is 10/01/2017. As em4ac is expired product, device history records reviewed could not be performed. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Reported lot em4ac is expired. Please clarify if this is the lot number involved. The patient demographic info: weight, bmi at the time of index procedure. Name of the index surgical procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the patient¿s wound re-sutured after removal of suture on (B)(6)? What was the appearance of the suture on (B)(6)? Was medical intervention provided to the patient, i.e., medications? If yes, please describe. Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event. Was there any alleged deficiency with the ethicon device? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and suture was used to oversew. On (B)(6) 2020, the patient experienced wound secretion at wound. The doctor removed the suture and changed the dressing regularly. Additional information has been requested.